Event description:
Customer called and alleges that the bed has no power at all.

Manufacturer narrative:
Technician troubleshoot bed and found two fuses blown in the power control board. Technician replaced both fuses to resolve the issue. No reported injuries caused by this issue.